Manufacturer narrative:
Findings: unit received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, unexpected restart alarm error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. No audio/beep/buzzing anomaly noted. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump has a blank screen and is also making a constant buzzing sound. The pump buttons and the light function are not responding. The customer's blood glucose levels was unknown at the time of the call. Troubleshooting was not completed due to the display issue. The customer also added that their infusion set came off the previous night. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.